Manufacturer narrative:
A service call was not scheduled. An on-site evaluation of the analyzer was not performed. The issue was resolved after the customer recalibrated the accutni assay.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report discrepant results for troponin I (accutni) for two (2) patient samples assayed with accutni reagent on a unicel dxc 600i synchron access 2 immunoassay system. The original accutni assays for both patient samples yielded "ind" error flags from the analyzer. The original accutni results were not reported outside of the laboratory since numerical results were not obtained. There was no change to patient treatment associated with this event. The customer reported that accutni quality control results were recovering within the laboratory's established ranges at the time of the event. The customer reported that a recently performed system check on the analyzer yielded acceptable results. Based on the information the customer provided, bec advised the customer to recalibrate the accutni assay. Following recalibration, the customer reassayed the two (2) patient samples. Both patient samples yielded numerical accutni results within the accutni reference range for the assay.